Event description:
It was reported that a large volume infusor had a small black particle in the solution. This occurred before patient use. The reporter stated that the solution was filtered prior to filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a tiny, solid black particle approximately 0.20 square mm in size floating in the fluid of the bladder. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.